Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported by the distributor that a customer, with additional testing, detected levels outside of the "claimed range" (thought to be detecting false positive results). No confirmatory information provided. There were no injuries or adverse event.

Manufacturer narrative:
Additional information: d3: email: (B)(6). Phone number: (B)(6). D4: UDI number added, (B)(4). D10: device available for eval, changed to "no". G1/g2: first name: (B)(6). Last name: (B)(6). Phone number: (B)(6). H3: device evaluated by manufacturer, answer changed to "no". Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention products were tested with clinical negative urine and serum samples. All test devices produced expected negative results at their respective sample read times. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Information in regards to sample collection, sample matrix, confirmatory testing, device handling, device storage, testing technique, and patient factors were unable to be obtained. Therefore, a root cause could not be determined. This test is designed to detect hcg concentrations of 10 miu/ml or greater in serum and 20 miu/ml or greater in urine. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.